Event description:
It was reported to nova biomedical on (B)(6) 2010, via novacares.com website, that over a month ago, a consumer experienced a hypoglycemic event requiring medical intervention. The consumer received a result of 502 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 252 mg/dl. When the emts arrived they tested the consumer on their unknown blood glucose meter getting a result of 21 mg/dl. After several unsuccessful attempts to contact this consumer to obtain further information regarding this event, it is unclear at this time whether the consumer control solution tests for integrity before use their initial test strips as instructed in our directions for use. Meter and test strips will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.